Manufacturer narrative:
The customer reported that the device showed all receivers in communication loss. Device also has a red error light. The unit was evaluated and the reported could not be duplicated. The org was initialized to fix the error message. The unit was successfully tested overnight and returned to the customer. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Manufacturer narrative:
Nihon (B)(4) continues to investigate the reported event. Nihon (B)(4) will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available.

Event description:
The customer reported that the device showed all receivers in communication loss. Device also has a red error light.